Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a bolus without user interaction. The customer's blood glucose (bg) level was 107 mg/dl. Review of the pump data logs by tandem technical support verified that the bolus was manually requested by the customer. Customer acknowledged the issue was due to user error and pump was performing as intended.